Event description:
This report identifies the second occurrence of a dexcom sensor breakage beneath this participant's abdominal skin. The pt is a participant in a clinical trial "use of continuous glucose sensors in adolescents with inadequate diabetic control" at (B) (6) clinic in (B) (6). The participant and his mother were seen in the clinic on (B) (6)2010 by the study nurse for f/u pt education. During this visit, the mom reported that she thought that another dexcom sensor had broken off under her son's skin on (B) (6)2010, but she was not certain. So she brought the sensor in to show the nurse. The study nurse assessed the participant's abdomen and noted a small hardened area beneath the pt's right abdominal skin, in which the sensor was inserted and determined that part of the sensor had broken off under the participant's skin, and it was not "extractable" at this time. The skin was noted to have slight erythema, with no drainage or odor noted. The participant denies any pain or discomfort to the area. The participant and his mom returned on (B) (6)2010 and were seen by the physician. The physician noted that there was a small palpable foreign object beneath the participant's abdominal skin (right side of abdomen), linear in shape, approx 1/4 inch in size. No drainage or odor noted to the site. The participant denied any pain or discomfort to the area. The physician advised mom to call the clinic immediately if she observes any changes or signs and symptoms of infection to the area (increased redness, pain, drainage or odor). The participant and his mom were advised to stop using the dexcom sensor/cgm at this time. Diagnosis or reason for use: type I diabetes.